Manufacturer narrative:
B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 443 mg/dl. Customer stated that her blood glucose spiked up to 500 mg/dl and now it was at 145 mg/dl got multiple pump error alarms and an error of send failed could not connect to insulin pump while trying to deliver bolus. Customer was able to clear the alarm. Customer stated that self test passed. The pump will not be returned for analysis.